Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. The most likely underlying root cause of this malfunction was identified as a strip issue.

Event description:
Customer complains of "lo" results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 75-100/dl fasting. Verified test strips expire 06/30/2016. Confirmed customer's test strips are being stored properly and opened vial date is july 2015. Customer performed a back to back blood test 216mg/dl and 222mg/dl. Reviewed meter memory: (B)(6). Customers concern:lo (B)(6) 2015 8:58am adverse event not reported.

Manufacturer narrative:
(B)(4). Product evaluation in progress.

Event description:
Customer complains of "lo" results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 75-100/dl fasting. Verified test strips expire 06/30/2016. Confirmed customer's test strips are being stored properly and opened vial date is (B)(6) 2015. Customer performed a back to back blood test 216mg/dl and 222mg/dl. Reviewed meter memory: (B)(6). Customers concern: lo (B)(6) 2015 8:58am. Adverse event not reported.